Manufacturer narrative:
The product will be returned for investigation.

Event description:
It was reported that the touch screen of the monitor did not work correctly during surgery. Due to this event the surgery was prolonged with >30 minutes. No actual patient harm occurred.

Event description:
It was reported that the touch screen of the monitor did not work correctly during surgery. Due to this event the surgery was prolonged with >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regards to this complaint no product was returned for investigation. Based upon the information provided the issue regarding the calibration of the touch screen is considered to be most likely related to an expected component failure without any design or manufacturing issue taking into account the fact that the monitor has functioned without deviation since product release in 2016. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.